Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported that the system autogas did not purge the syringe when attempting to fill. Another system was used to draw gas. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The system passed the pressure tests but did not fill a syringe during agf fill. The pneumatics module was replaced to address the issue. The system was then tested and met all product specifications. A pneumatics module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The module was installed into a calibrated system for functional testing. The module was found to meet relevant specifications. The agf fill and purge cycles were also tested with a known-good agf syringe. The system filled and purged the syringe the correct amount of cycles using both c3f8 and sf6 functions. The system was manufactured on july 23, 2009. Based on qa assessment, the product met specifications at the time of release. The customer did not retain a sample (surgical procedure pak, auto gas fill) for this complaint report; visual inspection or functional testing could not be conducted. This is one of six complaints for the finish goods lot number for this reported issue. The device history record (DHR) review shows the order was built and released per specification. The root cause cannot be determined conclusively. (B)(4).